Event description:
It was reported that the patient was admitted into the hospital for receiving ninety-four appropriate shocks for a ventricular tachycardia storm. It was also reported that atrial oversensing was observed in the hospital. Based on follow-up received, no further information regarding the atrial oversensing was available from the hospital or emergency medical team. The atrial lead remains in use. It was further reported that the atrial and ventricular leads had oversensing, noise, and a possible fracture. Additionally, while the patient was in the hospital, the device was showing possible exposure to external electromagnetic interference. The ventricular lead remains in use. The device was explanted and replaced. During the device changeout, the atrial lead tested normal and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was admitted into the hospital for receiving ninety-four appropriate shocks for a ventricular tachycardia storm. It was also reported that atrial oversensing was observed in the hospital. Based on follow-up received, no further information regarding the atrial oversensing was available from the hospital or emergency medical team. The atrial lead remains in use. It was further reported that the atrial and ventricular leads had oversensing, noise, and a possible fracture. Additionally, while the patient was in the hospital, the device was showing possible exposure to external electromagnetic interference. The device and ventricular lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.